Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), weight increased ("weight gain"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (surgical removal of coil(s) - essure removal bilateral micro-tubal implantation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain was resolving and the pelvic pain, dysmenorrhoea, weight increased, migraine and headache outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-aug-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea") and pelvic pain ("pain"). The patient was treated with surgery (surgical removal of coil(s) - essure removal bilateral micro-tubal implantation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain was resolving and the weight increased, migraine, headache, dysmenorrhoea and pelvic pain outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, migraine, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events abdominal pain, weight gain, migraines, headaches, dysmenorrhea, pain and did not have hsg performed following insertion of essure micro-inserts nos added. Updated events. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma (B)(6), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not have hsg performed following insertion of essure micro-inserts nos". The patient's concurrent conditions included overweight. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea"), the first episode of weight increased ("weight gain"), migraine ("migraines"), headache ("headaches") and the second episode of weight increased ("weight gain"). The patient was treated with surgery (surgical removal of coil(s) - essure removal bilateral micro-tubal implantation). Essure was removed on (B)(6) 2013. At the time of the report, the abdominal pain was resolving and the pelvic pain, dysmenorrhoea, migraine, headache and the last episode of weight increased outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, headache, migraine, pelvic pain, the first episode of weight increased and the second episode of weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.9 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: plaintiff fact sheet received: weight gain event was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.